Manufacturer narrative:
E1. Initial reporter facility name: (B)(6)hospital. E1. Initial reporter address 1: (B)(6). E1. Initial reporter city:(B)(6).

Event description:
It was reported that balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure. It was further reported that the target lesion area was located in a 90% stenosed with mildly tortuous and severely calcified distal right coronary artery.

Manufacturer narrative:
F10. Added device code "leak/splash". E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). E1. Initial reporter city: (B)(6).

Event description:
It was reported that balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure. It was further reported that the target lesion area was located in a 90% stenosed with mildly tortuous and severely calcified distal right coronary artery.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.